Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo receptacle was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system locked up prior to a case. No pt injury was reported.